Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. G4: PMA/510k : k122422;k160437;k201155;k241946. D2: medical device type: dwm; png. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer on march 11, 2026, that the peritx drainage bag was leaking during use, despite confirmation that both the drainage end and the clamp were securely closed. During follow up information received on march 29, 2026, it was further reported that there was no direct patient or healthcare provider injury. The source of the leak could not be clearly identified. The reporter stated that after ensuring the drainage cap was twisted closed, approximately 1000 ml of fluid was collected, the device was disconnected from the patient, the roller clamp was closed, and the pleurx bag was discarded into a garbage bag placed on the floor. Shortly thereafter, an estimated 500 ml of fluid leaked onto the floor. Due to the volume of fluid around the bag, the exact source of the leak could not be visually determined. As the drainage cap and roller clamp had been confirmed closed, the leak was suspected to have originated from the bag itself or possibly from the connection between the bag and the tubing. The customer stated that they had heard of several other instances of bags leaking in the past month. During follow up, the customer indicated they were not aware of any prior leakage issues being reported to bd and do not know of any complaints having been opened for those past incidents.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. It was determined that the identified defective component is a purchased part supplied by an external vendor. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer on (B)(6) 2026, that the peritx drainage bag was leaking during use, despite confirmation that both the drainage end and the clamp were securely closed. During follow up information received on march 29, 2026, it was further reported that there was no direct patient or healthcare provider injury. The source of the leak could not be clearly identified. The reporter stated that after ensuring the drainage cap was twisted closed, approximately 1000 ml of fluid was collected, the device was disconnected from the patient, the roller clamp was closed, and the pleurx bag was discarded into a garbage bag placed on the floor. Shortly thereafter, an estimated 500 ml of fluid leaked onto the floor. Due to the volume of fluid around the bag, the exact source of the leak could not be visually determined. As the drainage cap and roller clamp had been confirmed closed, the leak was suspected to have originated from the bag itself or possibly from the connection between the bag and the tubing. The customer stated that they had heard of several other instances of bags leaking in the past month. During follow up, the customer indicated they were not aware of any prior leakage issues being reported to bd and do not know of any complaints having been opened for those past incidents.